Event description:
It was reported to philips that carto images were not displayed due to a faulty vga distributor on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the vga distributor and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).